Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for high impedance on the lead. It was also reported that the patient experienced twiddler's syndrome. The right atrial (ra) lead had pulled back but was not repositioned. Both leads were disconnected from the generator when the right ventricular (rv) lead was repositioned and the ra lead was pushed back in with a stylet. No patient complications have been reported as a result of this event.